Event description:
A potential product issue has been identified with our mevatron linear accelerator. In the abundance of caution this product problem is being reported. During setting up of a third pt in the morning it was found by our customer that the x2 field was 0.5 cm larger than what was shown on the display and that no interlocks were showing. Our customer removed the pt from the room and ran the machine and called service once they verified that the machine didn't produce an interlock. The therapists had done their morning checks and all were ok according to them. The final corrective action is pending results of our investigation.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The therapist noticed a small deviation of the x2 field during setup of the 3rd pt and di not continue treatment. Case 1: 2 (moderate). When there is only a small deviation from the planned field shape, it is possible that it will not be noticed by the customer until the next morning check. This may potentially result in a small deviation from the treatment field (dose to wrong location) for one fraction. Case 2: 3 (critical). In worst case, there may be an incorrect setting for the pot/encoder mismatch tolerance and the daily qa procedures may not be performed. In this case it may potentially happen, that an issue with the mlc causes. Probability: preliminary c (remote). Case 1: d (occasionally). It may happen that a pt is treated with a wrong field shape for one fraction if the tolerance for pot/encoder mismatch is set to a wrong value. Case 2 (worst case): c (remote). If there is an incorrect setting for the pot/encoder mismatch tolerance and there is an issue with the mcl the issue will be found when performing daily qa procedures. Even if the department does not perform a daily qa the issue will be recognized during pt set up using imaging options or. No other products are concerned.